Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 541 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated she had issues with the infusion set. The customer experienced symptoms such as nausea. The customer was treated with insulin pump. Customer declined troubleshooting. The insulin pump will not be returned for analysis.